Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the issue with their prior ins was that it wouldn't charge. They did not know what the circumstances were that led to the trouble they had.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients prior ins gave her trouble, no symptoms were reported, and no additional complications were reported for this event.